Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0nqz9, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that her implantable neurostimulator (ins) malfunctioned; the patient stated that the battery life was not normal. The ins showed depletion and was the patient was instructed to shut therapy off. The patient alleged that ins battery depleted prematurely due to product malfunction. The manufacturer representative informed the patient that their device would need to be analyzed after it was explanted to confirm if it was a malfunction. This event occurred during use and the indication for use was gastrointestinal/pelvic floor. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.